Event description:
In 2006, a clinical incident involving a saber 30 arthrowand was reported to arthrocare corp, following an arthroscopic procedure to repair a torn meniscus, the tip of the saber 30 allegedly broke off the device and was lost in the pt's knee. No additional info is available.